Manufacturer narrative:
Device is a combination product. A synergy ii us mr 3.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent identified damage. The stent struts in the midsection were found to be lifted. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage. A visual and tactile examination of the hypotube shaft identified multiple kinks. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-nov-2019. It was reported that crossing difficulties were encountered. A 3.50 x 28mm synergy ii drug-eluting stent was advanced for treatment, but the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.